Event description:
Health professional reported, "port study suggested a tubing kink, but at operation today a leak at the kink site was identified as well." Health professional said, the patient had reported "a stomach virus" that had caused "dry heaves." The patient became aware of a possible issue after feeling "no restriction since that virus" and "no pressure." Patient requested "a fill." The surgeon recommended a swallow study be performed as the patient "could have dilated the pouch during the virus." The port was replaced.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the possible outcome of a kink in the tubing as follows: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing."